Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced a smell of burned plastic that emanated from one of the tower doors from the station. The field service engineer inspected all latch assemblies and controller board for a burning smell and replaced all the connected latch harnesses and secured the latch column to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system experienced a smell of burned plastic that emanated from one of the tower doors from the station. Customer stated that the users managed to remove medications. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a smell of burned plastic that was emanated from tower door. During device inspection, a field service engineer found burning smell but there was no visible thermal damages on the affected device. The customer confirmed that there was no delay in patient care and the user was still able to remove medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door had electrical smell but no visible thermal damage. A filed service engineer inspected all latch assemblies as well as the controller board for a burning smell, and replaced all latch assemblies to resolve. The system functioned as intended.